Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. A device hi story record (DHR) review was completed for lot# 17a190462. There were no manufacturing related issues related to the complaint issued for this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product. An investigation identifies miscount as an issue due to scale not probably set in the autobander with a severity of 9. A formal corrective and preventative action (CAPA) was issued for this product family to address miscount complaints. The CAPA was implemented in after this complaint was issued, the CAPA is currently in the awaiting effectiveness check. As identified in the CAPA, the root cause is related to machine variation in providing the accurate count. All corrective action and implementation activities are addressed in the CAPA. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that there were 11 each sponges in a package of 10 each.